Event description:
Customer reported that she was treated by paramedics as a result of passing out due to low blood glucose levels. Initially customer called stating link does not work properly as it read she was 259 and she was actually 39. Advised customer to contact her md.